Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of uti, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 2 syringes of juvéderm voluma® xc in the chin and around the lips. Patient experienced lesions started after urinary tract infection (uti) infection which occurred a day or two after juvéderm voluma® xc injection. Two months later, patient developed swelling and tenderness. Hcp prescribed prednisone and antibiotics. Patient stopped taking steroids before prescription was completed. Hcp then attempted to dissolve filler with hyaluronidase, but swelling persisted. Hcp then prescribed a medrol dose pack and intralesional injection of kenalog with some improvement. However, hcp reported that the swelling moved away from the injection site and persisted in the medial chin and nasolabial fold. Hcp stated that patient developed newly appeared nodule. Symptoms ongoing.